Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the physician believes the sensed signals were oversensing of the patient's tremors, not a true ventricular fibrillation (vf) episode. The clinic plans to continue monitoring this patient. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the device recorded a ventricular fibrillation (vf) episode at the time the patient received a computed tomography (CT) scan. The patient received a CT scan due to experiencing tremors. The vf resolved after the patient "thumped" their chest. Additionally it was noted that the device and right ventricular (rv) lead provided biventricular pacing during the vf episode. The field representative contacted boston scientific technical services (ts) for assistance. Ts reviewed the episode and discussed that the signals could indicate true vf or could indicate oversensing of the patient's tremors. The field representative indicated that the device interrogation results were normal following the CT scan. Ts recommended further testing to assess the impact of the tremor on device sensing. This rv lead remains in service. No adverse patient effects were reported.